Event description:
Caller alleged discrepant inratio inr result in comparison to the physician's point of care (poc) inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 1.1, poc inr: 2.3. The time between testing was thirty (30) minutes. Reportedly, the meter was not in the correct mode when the finger stick was performed. In addition, the finger was touched to the sample well. Therapeutic range was reported as 2.0 - 3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Retain strip testing results met both accuracy and precision criteria. A review of the batch record for the lot did not uncover any non-conformances. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Investigation did not uncover product deficiencies nor non-conformances. No further escalation is required at this time. There is no corrective action at this time, as no product deficiency was established.